Manufacturer narrative:
Product analysis: visual analysis does not show rupture or defect on the ibt. During functional analysis the balloon of the ibt was inflated at the first attempt and reach the "miv" and maintain the pressure without any leak or issue. Conclusion: based on the information provided, visual and functional analysis, the ibt is working properly and does not show any rupture. The complaint is not confirmed.

Event description:
No fragments of balloons remained inside the patient.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2016, patient underwent balloon kyphoplasty for vertebral fracture. Intra-op, balloon ruptured and hence couldn't inflate, some contrast liquid spilled into the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.